Manufacturer narrative:
The hill-rom technician found the pendant switch needed to be replaced. Per the hill-rom user manual: to install the pendant into the side rail position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pendant switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom service technician stating the head section was raising automatically. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).